Event description:
Customer reports his wife and daughter received false negative results on two different days. This report is to document one of the two false negative results obtained for the daughter. Individual received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 20859g, reader sn (B)(6)). Individual tested positive with a molecular antigen test (customer states it was either a lucira or detect test, but did not specify which was tested on which individual). Customer states his son tested positive with a sars-cov-2 pcr on (B)(6) 2022. Individual starting to show symptoms.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Trending of all complaints was performed as part of our complaint investigations and did not result in any trends identified. Additionally, due to the age of complaints and that most of the reported issues did not include essential information, such as cartridge lot number/serial number, user information, further investigation including product history review is not able to be performed. No further investigation was required for lots that were expired, and where no trends were identified.